Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens in 2005. The pt's eye had inflammation and pain to the lens irritating the eye. The lens was removed in about 4 months later. An anterior chamber lens was then implanted into the eye. The lubricant used was staarvisc ii and the injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the starrvisc, injector and cartridge lot numbers. Additional info has been requested, but none has been forthcoming from the user facility.